Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-04900. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), post deployment of a sapien 3 valve during a transfemoral tavr procedure, there was resistance upon removal of the delivery system into the 14 fr esheath. The delivery system was advanced back into the aorta, the balloon was slightly inflated and deflated slowly before attempting to withdraw the delivery system. Once the delivery system was retrieved into the esheath, the esheath was removed and the liner was observed to be delaminated.

Manufacturer narrative:
Update sections d10 and h3.  The sheath was returned after being used in the procedure for evaluation.  Images provided by the site were reviewed and showed the sheath liner was bunched near the distal tip and delaminated circumferentially.  Visual inspection was performed and the following was noted:  circumferential liner delamination; liner bunching ½¿ from distal tip area; marker band present; soft tip damage. Due to the nature of the complaint, dimensional and functional testing was not performed. During manufacturing, the sheath shaft components were 100% visually inspected under minimum 3x magnification for any defects. The esheath final assemblies were 100% visually inspected by both manufacturing and quality.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and did not reveal any other similar complaints.  A review of complaint history from january 2019 through december 2019 revealed additional returned similar complaints for the esheath introduce set (all models and sizes) for sheath distal tip liner delamination.  The complaints were confirmed, however, no manufacturing non-conformities were identified during the evaluations. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip liner delamination was confirmed based on visual inspection of the returned device. Based on available information, no manufacturing non-conformities were able to be identified. A review of the manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported events. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing nonconformance contributed to the complaint. No IFU/training manual deficiencies were identified. Per report, ¿during the retrieval of delivery system into esheath a resistance was felt¿. Follow up information stated there was some uncertainty regarding residual fluid as the balloon was not withdrawn back into the sheath easily. It is possible that there was residual fluid remaining in the balloon while attempting to withdraw the delivery system back into the sheath. Residual fluid can cause the diameter of the balloon to remain larger than intended. If large enough, the balloon may not properly enter the sheath and with enough force can cause the sheath liner to become delaminated. Bunching of the sheath liner and damage to the sheath distal tip indicate interference between the delivery system balloon and sheath tip during delivery system retrieval. As such, available information suggests that procedural factors (residual fluid in delivery system balloon) may have possibly contributed to the complaint event; however, a definitive root cause is unable to be determined. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and no preventative or corrective actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.